Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 2 of 4. The technical services representative (tsr) explained the message to the caregiver (cg) and had them recycle the machine. The tsr advised the hp to start over again using new supplies. Proper procedures were reviewed with the hp. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the home patient's daughter, she stated that she did not notice anything abnormal with the supplies. The hp's daughter stated that she started over with new supplies. The hp has been doing fine since this report.